Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr powered up the unit and ran the ventilator on battery settings for one hour. The fsr was unable to duplicate the error and performed the operational verification procedure according to service specifications.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays motor fault alarms. The customer reported there is no patient involvement associated with the event.